Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data. Customer's blood glucose was 66 mg/dl. No additional patient or event information available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.